Manufacturer narrative:
(B)(4). The incident sample has been discarded by the site. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that the ligasure clamp did not seal properly. No tissue damage. No bleeding. No increase in surgical time reported. Multiple attempts were made to try and obtain additional details from the site without success.